Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. At this time, the customer has not yet contacted getinge service dispatch to have the device in question evaluated. No further details are available at this time. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during iabp class, the cs300 intra-aortic balloon pump (iabp) was found to have unusual circles on the display screen as well as showed the battery maintenance required message. There was no patient involvement.